Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose was approximately 200 mg/dl. The issue occurred in the past; therefore, troubleshooting could not be performed. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not upload.